Manufacturer narrative:
Analysis summary: no errors were found in the file logs, the atrial connector was cracked and the battery low. The device failed its incoming testing. The patient connectors were replaced. The device was inspected with no observations noted. The device passed its final tests with no visual or electrical anomalies. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator was returned for a functional check and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.